Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The distractor corresponds to the drawings and processes at the time of manufacture. Too much force was applied to the tips causing one to break. The hardness was measured and found to be conforming at 55hrc. The thickness was also measured and found to be good. This instrument distracts the space after a discectomy of an anterior lumbar interbody fusion. The instrument remains in place during trialing and inserting the spacer. To maximize the strength of the instrument, the vertical surfaces should fit flush with the anterior surfaces of the vertebral bodies. The engineer reviewed the drawing for the upper jaw . This document details appropriate dimensions, tolerances, material and finishing processes for a robust distractor. The failure occurred at the start of the 4mm radius, or 4mm from the vertical surface of the tip. The engineer calculated the load required to break tip at 5mm, or 9mm from vertical surface of the tip, from fracture to be 250 lbs. This is a conservative position for the instrument to distract the lumbar spine. The risk analysis was reviewed and adequately addresses this issue.

Event description:
During the alif procedure l5-s1, a one inch tip of the distractor broke and was immediately retrieved from the l5-s1 space. The procedure was completed with a replacement distractor.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. No irregularities were found during the device history record review. Hardness was checked at the time of manufacture and found to be conforming.